Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not uploading to the server. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device not uploading to server. The technical support specialist (tss) logged into the device, verified the logs and identified that the last upload change tracking value of the station was less than minimum valid version. Tss followed the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue", stopped the services, ran a statement, restarted the services and identified a new error. Tss identified a patient data notice on the device, ran a query and identified that the device was not being connected and required a sync. Tss started the data synchronization, notice was cleared and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.